Event description:
The reporter stated that "the pt was a trauma victim. Pt was ordered for 26mcg/hr or fentanyl. 50cc syringe with 2500mcg of fentanyl was removed from pyxis, tubing primed and concentration double checked with another rn. Placed syringe on medfusion 2001 pump. The pump was set at continuous infusion of 0.5cc/hr with a volume limit (vl) of 10cc. The line was piggybacked into the main line (running normal saline at 5cc/hr via an alaris medley pump) at the port closest to insertion. The clutch was secure on the end of the syringe. There was ~48cc in the syringe. A few minutes later, the staff noted that the syringe was empty. The clutch was still engaged, volume delivered read as 0.12cc, rate still set at 0.5cc/hr and volume limit 10cc. The pt's condition did not appear to be compromised. A physician was present in the room with two rns. It is the belief that the fentanyl backed up through the main line of the normal saline and thus did not compromise the pt condition. The solution contained in the burette and normal saline bag was to be tested for fentanyl concentration."

Manufacturer narrative:
The unit alerted occlusion at 21lbs, which is considered as a failure to alert occlusion (spec is 12lbs - 14lbs). This was due to a heavily contaminated plunger holder. The pump history record was inconclusive. Pump history shows the pump was turned off without pressing the stop key, which prevents infusion info from being recorded. The last record revealed that unit alerted syringe pops out before the pump was powered off. During physical examination, the plunger retainer was found to be missing. Medex was unable to confirm the issue. However, this pump does not have "load syringe plunger" alert capability if the syringe is not loaded properly. The plunger retainer was also missing from the pump, which can, under certain circumstances, result in free-flow of the syringe. A product advisory with this info and how to correct the issue was sent to the facility 4/2002. Medex was able to confirm the issue of a failure to alert occlusion due to a heavily contaminated plunger holder. The unit will be repaired and returned to the customer. No add'l action is necessary at this time. Medex considers this MDR closed with this report.